Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) didn¿t work and was removed. The patient stated that they had tried several times ¿moving it around¿ but they still had pain. The patient noted that the temporary device worked great but when they put in the permanent device they could never get it to the point of being pain free (still had pain). It was also noted that the programmer and recharge were donated back to the manufacturer. The indications for use for the implanted device were noted as post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.